Event description:
N/a

Manufacturer narrative:
Tw ID (B)(4) updated sections. Corrected section: problem code changed to 1069.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-7, h-9, h-10.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported that 2 vasoview hemopro 2 were broken. The devices were used on patient with no adverse events.

Manufacturer narrative:
Correct section: h7 - remedial action init ¿ other: removed information ¿2242352-06/07/2024-001-r.¿

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-10,h-11. Corrected section h-6: from "1069" to "2976". The lot # 3000371798 history record review was completed. There was (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system h3 other text: device not returned.

Event description:
N/a.